Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, at approximately 1:00 pm, the patient began experiencing nausea followed by vomiting. At that time, her cgm was reading 194 mg/dl, which led her to believe her glucose levels were within a safe range. However, the vomiting persisted, and around 3:30 pm, her grandmother transported her to the emergency room (ER). Upon arrival at the ER, the patient¿s cgm showed a reading of 160 mg/dl, while a bg meter registered "high" , indicating a critically elevated glucose level. Subsequent blood work confirmed, bg value was over 600 mg/dl which confirmed the patient was in diabetic ketoacidosis (dka). During her hospitalization, the patient declined to provide dexcom with any information regarding her medications or treatment. She was discharged on (B)(6) 2025. No additional patient or event details were made available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm was reading 194 mg/dl. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.